Manufacturer narrative:
A cracked reservoir tube lip, minor scratches on the display window and a cracked case near the display window corners were noted during the visual inspection. No button error alarm was noted. However, corroded keypad traces were noted. The insulin pump was monitored and all operating currents tested within the specified range and no unexpected weak battery alarms were noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump alarmed button error. The customer replaced the battery, but the alarm persisted. The customer also stated that they were having issues with the battery; after inserting a battery a week and a half, the insulin pump alarmed weak battery. The customer's blood glucose was 96 mg/dl. The discontinuation of the device was advised. Nothing further was reported.